Manufacturer narrative:
(B)(4). Upon further investigation, the root cause was assigned to use/user error.

Event description:
The facility reported a colleague infusion pump with a malfunction of damaged battery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available.this device is an remediated colleague pump with a user interface module master software version is 5.09.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with damaged battery was confirmed during product evaluation. This condition was caused by depleted main batteries. The main batteries were replaced to correct the reported condition.additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.